Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 2mg/ml at 0.8941mg/day. It was reported that the patient was seen in the clinic approximately two months prior to the report for a routine pump refill visit. At that time, a catheter access study was performed prophylactically for preparation for a pump replacement due to approaching end of service (eos). The physician reported that the catheter aspiration was negative for any cerebrospinal fluid (csf). The hcp denied an history of volume discrepancies. There were no known precipitating factors. The exact date of the cap study was unknown. The patient was taken to the operating room (or) on (B)(6) 2025 for routine pump replacement due to an elective replacement indicator (eri) in less than one month, with a possible catheter revision. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. Once the pump was removed from the existing pocket, he attempted to aspirate from the cap and had positive, yet sluggish return of csf. He then proceeded to disconnect the pump and the existing proximal segment and placed them on the back sterile table. Upon doing so, he noted that csf was freely dripping from the spinal segment of the catheter. At this time, he opted to replace just the proximal segment of the catheter. He was given a new 8780 kit to perform this revision. There were no changes to catheter length or volume. The implanted length was 114.3cm with a volume of 0.251ml. The new pump was then attached to the new proximal segment. A catheter aspiration was then done before and after placing the pump back within the existing pump pocket with positive return of csf. Incisions were then irrigated and closed. Due to the previous negative cap study, the dosing was reduced by approximately 27% in order to prevent symptoms of overdose/toxicity. Current dosing was as noted above, previous dosing was dilaudid 1.225mg/day. The cause of the catheter obstruction was not determined. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) ,implanted:(B)(6) 2018, explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 14-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.